Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the contract configuration was incorrect. A technical support specialist attached the contract details, confirmed the correct configuration should be pk-or as non-profile and pk-pacu as profile, emailed the account executive with the relevant details, and acknowledged the case to the customer. The case was closed after customer approval. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was expected to be a profile machine but was set up as non-profile. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the machine was expected to be a profile machine but was set up as non-profile. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.